Manufacturer narrative:
G4: 08oct2020. B4: 09oct2020. Information was received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Although requested patient information was not available. The customer reported that the touchscreen was functioning at the time of the event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25sep2020. B4: 01oct2020. The service engineer (se) inspected the device. The se found the touchscreen was functions normally and the selected parameter were stable, did not jump or change on its own. Selected parameters can be changed via touchscreen. The se replaced the front bezel assembly to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: (B)(6) 2020.

Event description:
It was reported that the ventilator's navigation ring failed. Reportedly, when adjusting the number jumped everywhere. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.